Manufacturer narrative:
Nimh battery s/n (B)(4) was not returned to zoll for evaluation, however, the battery test data were obtained and analyzed. The battery was beyond its expected life span of 2 years, having been manufactured on 4/5/2011. Also, battery tester results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1143.6w. Please see the following related MFR reports: 3003793491-2013-00926 autopulse resuscitation system with (B)(4); 3003793491-2013-00970 autopulse nimh battery with sn (B)(4); 3003793491-2013-00971 autopulse nimh battery with sn (B)(4); 3003793491-2013-00972 autopulse nimh battery with sn (B)(4); 3003793491-2013-00973 autopulse nimh battery with sn (B)(4).

Event description:
Complainant alleged that during a patient call, the autopulse resuscitation system displayed a ¿replace battery¿ message. Complainant attempted to use another battery, however the ¿replace battery¿ message still persisted. Complainant reverted to manual CPR. It is unknown if rosc was ever achieved. Patient expired at the emergency room. Exact date of death is unknown. Complainant also indicated that proper battery rotations are being performed and when the autopulse platform was utilized with two different working batteries from the hospital the autopulse displayed the same message. When the crew attempted to use a fifth battery on a mannequin back at the station, the autopulse platform worked properly. No further information was provided. Zoll confirmed on (B)(4) 2013, that this incident was battery related.